Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) . The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding, venous thromboembolism, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also lists thromboembolism and arrhythmia as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. This section outlines indications of thrombus as well as how to respond to such events. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced 2 episodes of ventricular tachycardia (vt) on (B)(6) 2021 which resolved with anti-tachycardia pacing (atp) per the implantable cardioverter defibrillator (ICD). The patient experienced a third episode of vt on (B)(6) 2021 which resolved after a 25 joule ICD shock following unsuccessful atp from the ICD. The patient had a history of vt prior to the left ventricular assist device implant and the ICD was implanted prior to the left ventricular assist device. No follow-up testing was done to evaluate the thromboembolism.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was given a chest x-ray 2 days post implant on (B)(6) 2021, which showed a left lung opacity. On (B)(6) 2021 it was thought to be a hemothorax, but the next day it was thought to be a mucous plug. Airway obstruction was ruled out with a bronchoscopy on (B)(6) 2021. The patient was scheduled to undergo video-assisted thoracoscopic surgery (vats) on (B)(6) 2021 after international normalized ratio was low on (B)(6) 2021. 1600ml of old blood was evacuated with no active bleeding seen. The bleeding resolved without sequelae on (B)(6) 2021. The patient had a routine right heart catheter done on (B)(6) 2021 with a ramp study for device timing. The right internal jugular vessel was found to be occluded with thrombus. There was no change in care or medication noted as the patient was already on anticoagulation. The patient experienced unspecified calf discomfort on (B)(6) 2021 which was diagnosed on (B)(6) 2021 as a hematoma with small a pseudoaneurysm via ultrasound. Warfarin was held with heparin intravenous drip being started. Surgical intervention was deemed to be unnecessary. The patient experienced several episodes of ventricular tachycardia after uncontrolled atrial fibrillation. The implantable cardioverter defibrillator fired several times and returned to baseline atrial fibrillation. Mexiletine was added as an antiarrhythmic. This resolved on (B)(6) 2021 without sequela.